Event description:
It was reported that the patient was hospitalized on (B)(6) 2011 for dizziness and near syncope and underwent stenting to the right coronary artery (rca). On (B)(6) 2011 after rx acculink stent implantation in the left internal carotid artery, just prior to removal of the emboshield nav6, the patient became hypotensive. Neosynephrine was given intravenously. Post-procedure, the patient reported vision loss in the left eye. Midodrine 10 mg was given by mouth. The patient's vision gradually improved over the next 24 hours, but did not resolve. The patient continued to experience orthostatic hypotension. On 4/16/11, both events resolved and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of hypotension is a known potential adverse event as listed in the instructions for use, carotid stent system, rx acculink. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.